Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted just under five years of implant. There was inquiry on the longevity as it was stated that the projected longevity was 8.7 years. No adverse patient effects were reported. This device is included in the mid-life display of replacement indicators and shortened replacement window advisories.

Manufacturer narrative:
A request was made for product return. It was reported that the device was discarded and will not be returned for analysis. Should additional information become available this event will be updated. A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.